Manufacturer narrative:
The insulin pump was received with critical pump error and pump error 4noted in the pump history, problem isolated to the connector. We were unable to verify pump error 23 alarm, pump error 49 alarm, pump error 68 alarm and perform the functional test, including the self-test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error. The insulin pump was received with scratched case, pillowing keypad overlay, cracked select button keypad overlay, keypad overlay texture damage and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. This MDR related to the puerto rico manufacturing site has been assigned a medwatch (B)(4).

Event description:
The customer reported via phone call that they received pump error alarm. The customer reported that they received failed battery test alarm at the time of call. The customer also reported that the insulin pump screen went blank. The customer's blood glucose was unknown at the time of incident. The insulin pump will be returned for analysis.